Event description:
The account's engineer stated that the left foot siderail sensor cable is cut and bare metal wires are visible.

Manufacturer narrative:
The account's engineer replaced the siderail sensor switch to repair the bed.